Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, patient complained of oozing from incision. Vaginal discharge and abdominal bloating with increased pelvic discomfort after the avaulta mesh placement surgery. She has brownish discharge with odor. She gets spasms sharp inside vaginal area. Assessment "pelvic pain - check with pelvis ultrasound to rule out hematoma - prescribed clindesse vaginal cream. Pelvis ultrasound showed a large left ovarian cyst. Scheduled for mini laparotomy, left salpingo-oophorectomy; possible bilateral oophorectomy. Patient underwent bilateral oophorectomy with total left salpingectomy, and partial right salpingectomy with lysis of adhesions for pelvic mass, and left ovarian cyst with significant abdominopelvic adhesions. She has had painful coitus after surgery she had thought that anterior and posterior repair would have resolved it but it has not. She had lower back pain and abdominal discomfort. Also complained of some leaking of urine. Assessment - postoperative check well healed. Prescribed premarin cream and estrogel. Complained of swelling in stomach and also pain on lower back. She has painful coitus recently and distention in abdomen; not associated with constipation. Assessment or dyspareunia consider cutting mesh. For abdomen distention check with pelvis ultrasound and consider gi work-up. She complains of mixed incontinence. Her urge incontinence began 2 years ago. She does leak urine when she coughs, laughs, sneezes or bears down. Her symptoms have gotten worse over the last year. She does wear protective pads. She wears 2-3 pads per day. On examination she has minimal hypermobility. No leak on cough. First degree cystocele. Assessment - mixed incontinence - prescribed vesicare 10 mg tablet. Restart kegels exercise. Follow-up in one month.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Event description:
Procedure: pelvic organ prolapse. According to the reporter: the patient alleged injury. Medical history: symptomatic cystourethrocele and rectocele.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.